Event description:
It was reported that a shaft break occurred. A 3.50 mm x 20.00 mm agent drug coated balloon (dcb) was selected for treatment on a percutaneous coronary intervention (pci). During the procedure, the shaft broke and the procedure was completed with an alternative device and there was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device analysis results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. It was reported that during the procedure, the shaft broke, the device was removed from the patient. The device was not returned for product analysis. It possible is unintentional force was applied to the device when attempting to deliver the device which potentially resulted in the reported break. Based on the limited complaint information and the fact that no device was received for analysis, a definitive conclusion cannot be established with certainty.